Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Door open/close function was found to be intermittent. The medtronic representative invalidated home and pulled logs, tested door open and door close function multiple times. Issue resolved. System performed as intended. On (B)(4) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, was opening the gantry and it paused about halfway. The rt took her finger off the open button and clicked it again - then it opened. This issue happened three times when opening, the imaging system gets to the halfway mark and stops, then reinitialize the open/close button. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.